Event description:
It was reported that the pump doesn't lock when key is turned, cassette can still be removed. Latch was hard to open and close. There was unknown patient involvement and there was no patient harm or impact.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. The reported problem was verified as when performed functional test the pump duplicated high alarm acknowledged: cassette locked but not latched. Latch status is not changing to latch instead, reading locked. Visual inspection found damaged battery compartment, lens and bubbled downstream occlusion (dso) seal. Replaced latch flex sensor, latch lock assembly to resolve primary problem. Unit passed all functional tests after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.